Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that eight months after the dental implant was placed, in ada site #8 of the patient¿s mouth, only partial osseointegration was observed. Thirty five ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. Patient reported pain at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that eight months after the dental implant was placed, in (B)(6) site #8 of the patient¿s mouth, only partial osseointegration was observed. Thirty five ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii. The device will be forwarded to the manufacturer for investigation. Patient reported pain at time of event, no further complications were observed. (B)(4).